Event description:
A malfunction code, malf 9, was reported by the customer, but it did not adversely affect the customer's blood glucose level. Customer service provided instructions to reset the pump, and the caller was assisted with the reset, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support again if the issue reappears, and they acknowledged and understood these instructions.